Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a laparoscopic hysterectomy procedure. During the cuff closure, in the lateral area near the thick uterosacral ligament, the suturing device failed and the needle fractured. The 2mm tip of the needle was searched for but unable to be retrieved.